Event description:
Additional information received indicated diagnostic imaging was performed and revealed no anomalies. The physician alleged either a micro-dislodgement or inflammatory tissue reaction.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and decreased pacing impedance was observed on the right ventricular (rv) lead. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.